Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
During brushing brushhead came loose in my mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2016 he or she put a new oral-b brushhead, version unknown on his or her oral-b rechargeable toothbrush, version unknown and during brushing the brushhead came loose in his or her mouth. No symptoms developed. 27-feb-2016 received follow-up email from consumer: the consumer stated that he or she had purchased the brushheads as part of a 4 pack, and this particular brushhead was the first one that broke; he or she noted that there were no problems with the other three. No further information was provided.